Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of discrepant inr results on coaguchek xs meter serial number (B)(4) when she tested herself 3 months ago and when she tested her son on (b)(46 2018. This medwatch will cover strip lot 27216321 which was used for the customer's son's discrepant results. Refer to medwatch with patient identifier (B)(6) for information on the unknown strip lot used for the customer's discrepant results. The customer tested her son and got a result of 4.3 inr at 7:30 p.m. The customer tested her son again at 7:33 p.m. And the result was 3.1 inr. The customer poked the same finger for the 2nd test. The customer's son's therapeutic range is 2.5 ¿ 3.0 inr. The customer's son doesn't own his own coaguchek meter and normally gets his inr tested at the laboratory. The customer's son is not anemic. The customer's son has not had any changes to his warfarin dose, is not on any new medications; he has not had any diet changes or recent illnesses. The customer's son is not experiencing any symptoms of bleeding or bruising. No adverse event occurred. The customer's son is in stable condition. The meter and test strip lot 27216321 were requested for investigation. The meter and strips were returned. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.0 inr , donor 2 inr: 2.8 inr . Donor 1 hct: 45%, donor 2 hct: 48%. Donor 1: retention meter with master lot strips: 2.0 inr; customer meter with customer strips: 2.0 inr . Donor 2: retention meter with master lot strips: 2.8 inr ; customer meter with customer strips: 2.8 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications. Relevant retention test strips (lot 272163) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The alleged results were observed in the meter memory. The investigation was unable to find a definitive root cause.